Event description:
User facility voluntary medwatch received that stated: "the pt claimed that when he woke up in the morning, he noted that his sleeping clothes were wet. Pt came to the hospital with pump off. Noted no leaking on long line site, and dressing was dry. Filter of doxorubicin with tape was noted to be a little bit wet. The line apparently leaked." Upon further query, the following info was provided that indicated leakage of a chemotherapeutic agent. After an unspecified length of time in use, the pt returned to the user facility and reported that an unspecified amount of chemotherapeutic agent leaked. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.